Manufacturer narrative:
Evaluation summary: the power adapter and ac cord caused a short circuit due to liquid penetration inside both of connectors. Additional manufacturer narrative: it has been determined that this event was due to user handling of the device, as there was liquid penetration observed. This is likely the cause of the burnt power cable experienced by the customer. No corrective actions have been deemed necessary at this time.

Event description:
It was reported the power cable to the ev1000 platform was burned. A picture provided showed that the female end of the power cable had black/dark areas suggestive of burning. There has been no allegation of any patient injury or death. No other details have been provided.

Manufacturer narrative:
It was reported the device is available for evaluation. However, it has not been returned to edwards lifesciences at this time; therefore, the reported event cannot be confirmed. If the device or any new information is obtained, a supplemental report will be submitted. No further actions are possible at this time.